Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the surgeon side console (ssc) high resolution stereo viewer (hrsv) to resolve the issue. The system was tested and verified as ready for use. Isi has received the hrsv for failure analysis (fa) testing and the fa is still in progress. The complaint was confirmed based on the field evaluation.

Event description:
It was reported that during a da vinci-assisted ureteral reimplantation surgical procedure, both eyes of the surgeon side console (ssc) high resolution stereo viewer (hrsv) were out. The customer restarted the system but the right eye still went out during the procedure. The customer stated that they got the video back on but wanted the system checked. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The hrsv was analyzed, and the reported failure was confirmed. The monitor was installed into test system is4000. It was intermittent blank screen in right eye. Visual inspection displayed no issues. The complaint was confirmed by failure analysis.

Event description:
Refer to h11 for follow-up information.